Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that they got a repeated error code 1062 (invalid test results, read precision) after running one patient sample twice in the axsym digoxin iii assay. They got a result of 0.37ng/ml after repeating the sample test and they got a result of 0.11ng/ml after recentrifuging the same patient's sample. There was no impact to the patient's management reported.